Event description:
Patients chair cushion was applied to chair as an inflated cushion and later found under patient deflated. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. Manufacturer response for inflated chair cushion for pressure reduction, static air seat cushion (per site reporter). Equipment failure trend reported to manufacturer. Equipment available for return.